Manufacturer narrative:
(B)(4). The customer reported getting an ECG fault message. On (B)(6) 2010 the unit was evaluated by philips. The symptom was verified. The processor pca was replaced to resolve the issue. We are considering this a processor pca malfunction.

Event description:
The customer reported getting an ECG fault message.